Manufacturer narrative:
Intermittent button response noted due to corroded keypad traces. No button error alarm noted. Missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 171 mg/dl. Troubleshooting was performed. The device was returned for analysis.